Manufacturer narrative:
(B)(4). Citation: aesthetic surg j 2009; 29:113¿115; doi:10.1016/j.asj.2009.01.015.

Event description:
Literature article: chyle leak after breast augmentation. The authors presented a (B)(6) -year-old woman who underwent breast augmentation where her saline-filled implants were removed and replaced with anatomic cohesive silicone gel implants. Four weeks after her initial surgery, she had right breast swelling and 2 days later, ultrasound confirmed collection of both sides that appeared to be communicating through the presternal tissue. The patient had surgery and several hundred milliliters of milky fluid were drained from each breast and implants were cleaned and reinserted. Large drains of 14-gauge blake drains were inserted in the operating room a few days later. Two days after discharge from the hospital, chyle began to drain again and was taken back to surgery and cavities were drained. Ethibond sutures were used to plicate along the medial aspect of the cavity next to the sternum. On review day 6 after the recent surgery, the right drain appeared to be obstructed. The drain was removed and significant amount of chyle leaked from the breast. Chylous fistula is a highly unusual complication of breast augmentation surgery. An unrecognized or persisting leak can lead to serious local wound complications, debilitation from protein and electrolyte depletion, and prolonged hospitalization.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.